Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, a small amount of fluid leaked out and a burn was sustained at the cervix, lower portion of the cervical lip. Clinical follow up information revealed that the burn was not treated, an unspecified alarm was generated, there was nothing unusual about the cervix and there was no indication of over dilation. There were no further patient complications reported with this event and the patient's condition is reported as "fine". An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.